Manufacturer narrative:
Interrogation of the device revealed it was no communication when received. With the external power supply connected, the device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested. The device¿s function was normal.

Event description:
Related manufacturer reference number:2017865-2023-50119. Related manufacturer reference number:2017865-2023-50120. Related manufacturer reference number:2017865-2023-50121. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death was heart failure.